Event description:
It was reported that, after a tkr surgery performed on (B)(6) 2020, the patient experienced a failed knee arthroplasty with concern for femoral component loosening. This adverse event was treated by a revision surgery on (B)(6) 2021 in which the femoral and insert components were replaced. During surgery, it was noticed that the femoral component was not grossly loose. Six (6) months later after the revision surgery, the patient had manipulation under anesthesia to improve the range of motion. Nowadays the patient is still unable to flex more than 110 and can barely ambulate on stairs.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the images provided were reviewed but do not contribute further but support the description of the event. Based on the information provided and an analysis of the x ray images the clinical root cause of the reported events could not be determined. However, the revision operative findings of cystic changes in the distal medial condyle under the cement cannot be ruled out as a contributing factor to the reported pain, limited mobility and the patient¿s range of motion issues. Additionally, it unknown if the patient¿s nickel allergy played a role in the reported loosening of the femoral component. It is understood that arthrofibrosis at six months post revision is a known complication of major knee surgeries due to excessive scar tissue formation. Therefore, the reported arthrofibrosis, with a range of motion of 0-90 degrees is likely related to the procedure and possibly rehabilitation but cannot be linked to the implanted device. Although the patient¿s post manipulation under anesthesia procedure range of motion was 0 to 130 degrees, the patient reports that she is still experiencing pain, difficulty with stairs, and range of motion issues. No further clinical assessment is warranted at this time. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, after a tkr surgery was performed on (B)(6) 2020, the patient experienced an aseptic loosening. This adverse event was treated by a revision surgery in which the femoral component was replaced. Nowadays the patient is still unable to flex more than 110 and can barely ambulate on stairs.